Manufacturer narrative:
Conclusion: the reported event was not related to device malfunction. Per the initial report this could have been the result of a high stick. Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure

Event description:
The device perform as expected on the table and hemostasis was obtained in five minutes. On discharge, the site still looked normal. When the patient got home she stated she let her dog in and out a couple of times and sat on the couch 2 to 3 times and also prepared something to eat. She said the third time she sat down on the couch she felt a sudden pain in her left groin where the procedure access site was. She called her neighbor because she did not feel well and her neighbor in turn called the ambulance. She was transported back to the hospital and admitted. She was diagnosed with a retroperitoneal bleed. She had not needed surgical intervention and they were waiting on the hemoglobin and hematocrit to determine if she was still bleeding. She was awake alert and oriented she was receiving one unit of blood and IV iron. She was discharged from the hospital initially around 3:30 pm and the incident occurred around 4:30 pm at home the day before. Update 11/22/2016: the retroperitoneal bleed was resolved without surgery but with pressure being held. Patient ultimately received 3 units of blood and was discharged on (B)(6) 2016. In reviewing the flouro images, the original access appears to be a high stick which is contrary to the instruction for use.